Manufacturer narrative:
The pump was returned for analysis. Destructive analysis identified a high battery resistance during functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-02-02 rp (rep): the pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.